Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required. H3 other text : device not returned

Event description:
It was reported that patient had pain. Update 02/april/2024 wg: as reported in pi dr. Reports patient has an abg modular total hip implanted approximately 13 years ago is now in need of a revision due to the failure of the neck/ trunnion junction. Dr. Reviewed the x-rays and the plan to revise the hip stem as well as replace the liner to an mdm. Dr. Proceeded to revise through the anterior approach. The head and neck were removed and it was visually confirmed as a failure. Next the liner was removed and the he proceeded to remove the stem portion using a burr, flexible osteotomes and an extraction device. Once carefully removed he proceeded to impact a new mdm liner, broach the femurs and implant a new short citation femoral stem. He determined the best stability was with a +12 metal head and mdm insert which were implanted.. The surgery was performed without incident. No further medical records are available due to password secured emr.

Event description:
It was reported that patient had pain. Update (B)(6)2024 (B)(6): as reported in pi dr. (B)(6) patient has an abg modular total hip implanted approximately 13 years ago is now in need of a revision due to the failure of the neck/ trunnion junction. Dr. Reviewed the x-rays and the plan to revise the hip stem as well as replace the liner to an mdm. Dr. Proceeded to revise through the anterior approach. The head and neck were removed and it was visually confirmed as a failure. Next the liner was removed and the he proceeded to remove the stem portion using a burr, flexible osteotomes and an extraction device. Once carefully removed he proceeded to impact a new mdm liner, broach the femurs and implant a new short citation femoral stem. He determined the best stability was with a +12 metal head and mdm insert which were implanted. The surgery was performed without incident. No further medical records are available due to password secured emr.

Manufacturer narrative:
Reported event: an event regarding pain involving an abgii modular neck was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: a review of the device history records for an abgii. Modular stem n05 left, catalog number 4845-4-205, lot number g2994753 and sterile lot number 20102311a indicates that devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.